Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the neonatal camel nose filter was placed on the patient. At 16 hours, the patient presented with desaturation and increased work of breathing; the chest did not expand, exhaled volumes were not achieved, and the patient required a udp (ultrasound dialysis unit). There was no improvement, so the camel nose filter was removed, and secretions were observed. The patient did not last the 48 hours required for device removal.